Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ coil put of place / migration of coil with pelvic pain and hernia / displacement prosthetic device'), genital haemorrhage ('gen. Abnormal bleed') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (batch no. 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy soft tissue in (B)(6) 2017, hyperlipidemia, fatty liver, breast cyst, ovarian cyst, cervicitis infection, discomfort, umbilical hernia repair, pain in arm, hernia repair and umbilical hernia. The third fragment of tissue consists of a 2.0 x 0.4 x 0.4 cm additional tubal fragment of pale tan tissue that has a centrally located metallic coil. Previously administered products included for prevention of pregnancy: nuva ring from 2008 to 2009 and depo provera injection from 2007 to 2008. Past adverse reactions to the above products included pain in extremity with depo provera injection. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hyperhidrosis ("hormonal changes describe: excessive sweating"), mood altered ("hormonal changes describe: mood changes"), anxiety ("hormonal changes describe: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type:rashes around neck"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("left side shooting down into left leg, shooting pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss/ hair problem"), adnexa uteri pain ("ovaries pain excessive"), pelvic pain ("chronic, pelvic pain / continuous pain"), abdominal pain ("abdominal pain"), vaginal disorder ("scarring tissue"), anaesthetic complication ("anesthesia complications during procedure") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, pain in extremity, vaginal discharge, adnexa uteri pain and vaginal disorder outcome was unknown and the genital haemorrhage, autoimmune disorder, hyperhidrosis, mood altered, anxiety, rash, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pelvic pain, abdominal pain and skin disorder had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anaesthetic complication, anxiety, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash, skin disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Complications from your essure removal procedure: anesthesia complications during procedure, would not be able to have additional children, scarring tissue, continuous pain. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital bleeding, rash, skin disorder, migration, vaginal infection, vaginal discharge, hormonal changes, migraine, headaches, nausea, fatigue, hair problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan - on an unknown date: a coil out of place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, device migration. Lot number: 838568, manufacture date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('partially retained essure coil noted at right cornua extending into uterine cavity') and device dislocation ('migration of essure device location of device: ovary/ coil put of place/migration of coil with pelvic pain and hernia/displacement prosthetic device') in an adult female patient who had essure (batch no. 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy soft tissue in (B)(6) 2017, hyperlipidemia, fatty liver, breast cyst, ovarian cyst, cervicitis infection, discomfort, umbilical hernia repair, pain in arm, hernia repair, umbilical hernia, ovarian cyst and ovary inflammation. The third fragment of tissue consists of a 2.0 x 0.4 x 0.4 cm additional tubal fragment of pale tan tissue that has a centrally located metallic coil. Previously administered products included for prevention of pregnancy: nuva ring from 2008 to 2009 and depo provera injection from 2007 to 2008. Past adverse reactions to the above products included pain in extremity with depo provera injection. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), autoimmune disorder ("autoimmune"), hyperhidrosis ("hormonal changes describe: excessive sweating"), mood altered ("hormonal changes describe: mood changes"), anxiety ("hormonal changes describe: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type:rashes around neck"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("left side shooting down into left leg, shooting pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss/ hair problem"), adnexa uteri pain ("ovaries pain excessive"), pelvic pain ("chronic, pelvic pain / continuous pain/chronic pelvic pain"), abdominal pain ("abdominal pain"), vaginal scarring ("scarring tissue"), anaesthetic complication ("anesthesia complications during procedure") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016 and total laparoscopic hysterectomy, left oopherectomy, essure removal, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, pain in extremity, vaginal discharge, adnexa uteri pain and vaginal scarring outcome was unknown and the genital haemorrhage, autoimmune disorder, hyperhidrosis, mood altered, anxiety, rash, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pelvic pain, abdominal pain and skin disorder had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anaesthetic complication, anxiety, autoimmune disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal scarring and weight increased to be related to essure. The reporter commented: current weight 138 lbs. Complications from your essure removal procedure: anesthesia complications during procedure, would not be able to have additional children, scarring tissue, continuous pain. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital bleeding, rash, skin disorder, migration, vaginal infection, vaginal discharge, hormonal changes, migraine, headaches, nausea, fatigue, hair problems, weight gain. Discrepancy noted: removal details, (B)(6) 2021-as report left ovary with 2 small cysts and slightly inflamed in appearance. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan - on an unknown date: a coil out of place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, device migration. Lot number: 838568 manufacture date: 2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received. Reporter's information added. Rcc added. Event:partially retained essure coil noted at right cornua extending into uterine cavity were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ coil put of place / migration of coil with pelvic pain and hernia / displacement prosthetic device'), genital haemorrhage ('gen. Abnormal bleed') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (batch no. 838568) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included biopsy soft tissue in (B)(6) 2017, hyperlipidemia, fatty liver, breast cyst, ovarian cyst, cervicitis infection, discomfort, umbilical hernia repair, pain in arm, hernia repair and umbilical hernia. The third fragment of tissue consists of a 2.0 x 0.4 x 0.4 cm additional tubal fragment of pale tan tissue that has a centrally located metallic coil. Previously administered products included for prevention of pregnancy: nuva ring from 2008 to 2009 and depo provera injection from 2007 to 2008. Past adverse reactions to the above products included pain in extremity with depo provera injection. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hyperhidrosis ("hormonal changes describe: excessive sweating"), mood altered ("hormonal changes describe: mood changes"), anxiety ("hormonal changes describe: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), rash ("rashes or skin conditions type:rashes around neck"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain in extremity ("left side shooting down into left leg, shooting pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss/ hair problem"), adnexa uteri pain ("ovaries pain excessive"), pelvic pain ("chronic, pelvic pain / continuous pain"), abdominal pain ("abdominal pain"), vaginal disorder ("scarring tissue"), anaesthetic complication ("anesthesia complications during procedure") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, vaginal infection, pain in extremity, vaginal discharge, adnexa uteri pain and vaginal disorder outcome was unknown and the genital haemorrhage, autoimmune disorder, hyperhidrosis, mood altered, anxiety, rash, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, pelvic pain, abdominal pain and skin disorder had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anaesthetic complication, anxiety, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hyperhidrosis, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash, skin disorder, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Complications from your essure removal procedure: anesthesia complications during procedure, would not be able to have additional children, scarring tissue, continuous pain. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital bleeding, rash, skin disorder, migration, vaginal infection, vaginal discharge, hormonal changes, migraine, headaches, nausea, fatigue, hair problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: total bilateral occlusion. Ultrasound scan on an unknown date: a coil out of place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain, device migration. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case is incident. Lot number added. Previously reported event injury is replaced with new events: migration of essure device, gen. Abnormal bleed, autoimmune, excessive sweating, mood changes, anxiety, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, rashes around neck, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), left side shooting down into left leg, vaginal discharge, fatigue, weight gain, hair loss, ovaries pain, chronic, pelvic pain, abdominal pain, skin disorder, scarring tissue, anesthetic complication. Medical history, concomitant drugs and lab data added. Reporter information, patients date of birth updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.